Manufacturer narrative:
A review of pre-placement inspection records found that the device was found to be in good condition prior to delivery to customer. A review of service tickets found that the customer confirmed the device was delivered in good working condition and that at the time of delivery, the customer declined an inservice on operation of the device. Inspection of the device after the incident found it to be a good working condition. Attempts to duplicate the reported issue were unsuccessful. On 01/09/2018, the customer provided sizewise information on the nature of the injury. The customer reported the device operator sustained a hyper-extended right wrist, which was placed in a brace and required physical therapy. As this injury occurred while the nurse was attempting to operate the device, the device can be said to have contributed to the injury despite not being found to be performing out of specification. As such, this complaint is reportable.

Event description:
Customer reports a nurse was reversing the chair back into the corner, and when she released it the chair continued to reverse and "jumped back". Nurse reported injuring her right wrist. On 01/09/2018, customer provided information on the nature of the injury; which was a hyper-extended wrist which required physical therapy and a wrist brace.